Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 596 mg/dl. Customer felt okay to troubleshoot. Customer blood glucose reading at the time of the incident was 572 mg/dl. Customer current blood glucose reading was 333 mg/dl. Customer reports they have not contacted their healthcare provider regarding the high blood glucose reading. Customer states the drive support cap appears normal. Customer treated high blood glucose reading by changing set and reservoir. Customer changed set and reservoir twice than blood glucose reading was 333 mg/dl. The incident date was on (B)(6) 2017. Customer had hard time visiting endocrinologist within 90-day period. Infusion set changed on (B)(6) 2017. Customer did not have any bubbles in the tubes. Customer reported insulin exited. Customer declined to check their settings. Customer states the infusion set seem to function normally. Products will not be returning for analysis.